Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has recorded non-sustained episodes due to oversensing. The patient develops a right bundle branch block upon stress or as soon as their rhythm accelerates, which leads to double detection. The patient has also received inappropriate shocks. All vectors have already been tried without success, therefore, the decision was made to explant this s-ICD system and replace it with a transvenous system. The electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of oversensing and inappropriate shock.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has recorded non-sustained episodes due to oversensing. The patient develops a right bundle branch block upon stress or as soon as their rhythm accelerates, which leads to double detection. The patient has also received inappropriate shocks. All vectors have already been tried without success, therefore, the decision was made to explant this s-ICD system and replace it with a transvenous system. The electrode was returned for analysis.